Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom occlusion detector malfunction was verified through a review of the event history log which was not reproduced during evaluation. Evaluation revealed that the cause was an out of calibration optical sensor and downstream sensor. The downstream sensor and optical sensor were recalibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a occlusion detector malfunction. There was no patient involvement. No additional information is available.